Manufacturer narrative:
(B)(4) follow up MDR for correction/device evaluation: correction: annex a code updated to more accurately reflect product issue. Device evaluation: two locking injectors were provided to our quality team for investigation. The products were visually inspected, no damage was observed on any of the devices and it was verified the luer of the injector could properly connect to the mating components without issue. Dimensional testing was performed on the luer threading of the injectors, verifying all critical dimensions are within specification. Product undergoes a series of visual and functional evaluations throughout the manufacturing process. As the lot involved in this incident is unknown, a device history review could not be performed. Based on our quality team's investigation, a root cause related to our manufacturing process cannot be established at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Materials: 515056 batch#: unknown verbatim: the n40-o de-luered from the take home pump tubing. Upon inspection, the cadd pump tubing on site was not allowing the n40-o to fully luer in, as indicated by testing with other samples. Chemo leak. Patient harm: unknown